Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after the transeptal puncture, the wire would not pass through the other manu facturer's sheath. Upon inspecting the needle, the tip had snapped. It was noted that the physician suspected that the needle caught and scrapped the inside of the sheath causing a small obstacle of plastic where the wire could not pass beyond. The other manufactu re's sheath was replaced with a new sheath and dilator to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the ep003994s needle with lot number "unknown" was returned and analyzed. Visual inspection of the needle showed no visible blood found on either needle. However on the tip of the needle, a dried white particle (mostly saline) was observed. In conclusion, the reported issue of the "tip snapping" was not confirmed through analysis. The needle did not fail the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.